Event description:
It was reported that during the pulmonary vein isolation procedure, a faradrive steerable sheath (clear) was selected for use. After the catheter was inserted into the sheath about 15 cm, an aspiration of the sheath was carried out. During the aspiration, air kept coming out. After several air aspiration, the catheter was replaced. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during the pulmonary vein isolation procedure, a faradrive steerable sheath (clear) was selected for use. After the catheter was inserted into the sheath about 15 cm, an aspiration of the sheath was carried out. During the aspiration, air kept coming out. After several air aspiration, the catheter was replaced. No patient complications occurred. It was further reported that the local representative clarified the exchanged device was the faradrive, and a new faradrive was used to complete the procedure. There were no abnormalities in preparation of the sheath. There were not any devices inside the sheath during the air aspiration. No irrigation was used, the air was noticed after removing the white dilator, and when aspiration three times, bubbles were seen each time. The bubbles were observed in the flushing line and then in the syringe. There was no air seen in the patient. The event occurred before the farawave catheter was inserted.